Event description:
It is reported that surgery was delayed for 20 min due to the fact that the base plate inserter would not release the base plate.

Manufacturer narrative:
Evaluation summary: the gouges on the ends of the posts suggest that it has been impacted against the screw caps used within the base plate, which is not per technique. The design intent of the fit of the inserter to the base plate is that there is always clearance between the ID of the base plate and the od of the inserter. Material may have been trapped between the two devices, causing interference and preventing the inserter from releasing satisfactorily. The exact cause cannot be definitively determined. H6: as returned, the tips of the two posts exhibit gouging deformation damage. The device meets specifications as measured and has a potential field age of approx 1 1/2 years. The device history records are intact and confirming, indicating the device was manufactured to specification.